Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), e1(event site email), g1(contact person ¿ mfg site), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, they were unable to reproduce the alarms upon investigation. With further testing, the fse had found the fiber optic connector was loose in the socket. The fse had found the socket was broken. Replaced the fiber optic extension assembly. Tested a fiber optic without any further issues. All work was performed on maintenance. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. The following was performed by technician of the maquet failure analysis and testing (fat) department, wayne, nj. The failure analysis and testing department received the following part associated with this complaint: ram cable assy. Fo sensor ext. This part was received with a reported unit failure message of ¿fo connector broken¿. The failure analysis and testing department performed a visual inspection, and the part was found with broken connector. Please see attached picture. The fat dept. Verified the failure message of ¿fo connector broken¿. Retaining this part in the fat dept. Per procedure (B)(4). Root cause grid: user error(uue) and user operational context (uoc).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm on two patients. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected filed- h6 ( investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, they were unable to reproduce the alarms upon investigation. With further testing, the fse had found the fiber optic connector was loose in the socket. The fse had found the socket was broken. Replaced the fiber optic extension assembly (0012-00-1562). Tested a fiber optic without any further issues. All work was performed on maintenance . Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. For gas loss failure- based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore, the root cause is ¿not confirmed¿. The failure analysis and testing department received part with a reported unit failure message of ¿fo connector broken¿. The failure analysis and testing department performed a visual inspection, and the part was found with broken connector. The fat dept. Verified the failure message of ¿fo connector broken¿. Root cause- user error(uue) and user operational context (uoc).

Event description:
N/a